Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the doctor received an error code 5 and reported that the working blade fell off into the patient. The blade was retrieved and the case continued. There was an unknown amount of hemorrhaging that occurred, and the outcome of the patient is unknown as the case was still in progress.